Event description:
New needleless adapters for pivs [peripheral ivs], ports, piccs [peripherally inserted central catheter], and central lines are leaking when being flushed and also leak on the hubs with green curos caps on. In addition, there is blood residue after blood draws even after flushing multiple times. Infusion leaked out shorting the patient of the prescribed dose of medication.